Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) of ¿high¿; although specific value was not provided. Customer change the cartridge and resumed insulin delivery to address the bg.